Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable pump for non-malignant pain. It was reported that the reason for the for the call was to get device registration information. The caller indicated that the patient had an abandoned lead in the spinal column based on x-rays. The caller did not know any other information about the device or if it was a medtronic device. During the call the caller speculated that what they thought was a lead may be a catheter. Technical services created the case because the caller reported an abandoned lead. The caller did not have any other details about the device or a potential issue that resulted in the component being abandoned. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed registration.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 18-nov-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.